Manufacturer narrative:
(B)(4).

Event description:
It was reported patient presented to the clinic after experiencing phrenic stimulation. The patient noted that she experienced a bad fall in the month of (B)(6) and broke a vertebrae. A lead dislodgement was suspected which possibly contributed to the phrenic stimulation. A chest x-ray would be scheduled. No lead intervention has been reported.